Event description:
Complaint number (B)(4). Sokinox medical device, serial number (B)(6). During initial inspection of the devise for preventive maintenance, it was observed that the backup system oxygen flow adjustment knob was improperly secured and could be pulled off with light force. This device had zero hours of clinical use so it was unlikely to be identified earlier. This failure may lead to deliver too little oxygen flow form the backup system. Hypoxia risk for the patient. No alarms will be triggered. Followup:it was determined that the root cause of the issue was a manufacturing issue. The oxygen flow knob is unscrewed and removed to stick the overlays on the sides of the machine; once the overlays are stuck, the oxygen flow knob shall be put in place and screwed. This last step was not performed properly. This is an isolated case.

Event description:
Complaint number (B)(4). Sokinox medical device, serial number (B)(6). During initial inspection of the devise for preventive maintenance, it was observed that the backup system oxygen flow adjustment knob was improperly secured and could be pulled off with light force. This device had zero hours of clinical use so it was unlikely to be identified earlier. This failure may lead to deliver too little oxygen flow form the backup system. Hypoxia risk for the patient. No alarms will be triggered.